Event description:
Patient arrived at the clinic on (B)(6) 2025 with noted peeling rescue tape on driveline that had been applied at shared care facility. Old rescue tape removed and new silicone rescue tape applied.